Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy, the instrument maryland bipolar forceps jaws would not close properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting jaws would not close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps were analyzed and found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.010¿ offset at the tips. The complaint regarding the jaws issue was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional findings not related to the customer-reported complaint: the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs or arcing on 3 of 3 attempts.